Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range shock impedance measurements on this right ventricular (rv) lead. Troubleshooting options were discussed and recommended. At this time, the product remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).